Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and performed self-tests up to the (B)(6) 2009. Temperatures are recorded below the recommended minimum stand-by temperature. The device failed multiple self-tests due to a low battery between the (B)(6) 2009 and remained in fault mode until the (B)(6) 2010 when an increase in voltage suggests a further pad-pak was installed. The device passed self-tests up to the (B)(6) 2016. Multiple manual power ups of ten minutes duration were observed in the device memory between the (B)(6) 2016 and the last log entry on the (B)(6) 2016. Investigation found the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.